Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh, obtryx, and repliform were implanted. The dates were not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with sch, lateral salpingo-oophorectomy, tot, abdominal hernia repair; due to stress urinary incontinence. On (B)(6) 2009, it was noted as a transvaginal taping only. It was reported that following insertion the patient experienced pain, bleeding, dyspareunia, and recurrent urinary tract infections. It was reported patient underwent removal of vaginal mesh on (B)(6) 2010. It was reported that patient underwent on (B)(6) 2011 an ra birch procedure and cystotomy repair, and loa for urinary incontinence, pain and pelvic adhesions. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2006.

Manufacturer narrative:
Date sent to the FDA: 09/02/2015, (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent sub urethral sling excision on (B)(6) 2011 due to dyspareunia. It was reported that the patient underwent a sling revision on (B)(6) 2009 due to mesh protrusion. No additional information was provided.